Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator.

Event description:
A consumer implanted for post-lumbar laminectomy syndrome, non-malignant pain, and occipital neuralgia reported that since implant they noticed a return of symptoms/headaches when the implantable neurostimulator (ins) battery was at 50% and as it depleted. It was noted this also happened with the consumer's previous ins since it was implanted as well. According to the consumer they knew this because when their headaches came back, they checked the implant, and it indicated 50%. Refer to manufacturing report # 3004209178-2016-18356.

Event description:
Additional information received from the patient indicated that they received a new charging belt assembly. However, the patient's return of symptoms as their battery depletes has not been resolved. The healthcare provider had no additional information, as the patient did not show up for their appointment. Refer to manufacturing report # 3004209178-2016-18356.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.